Manufacturer narrative:
The customer contact indicated that the device was discarded. Hospira has completed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices which resulted in leaks, cracks and general connections events. Based upon the investigation results, hospira has identified that it needs to make dimensional changes to the spin collar that will improve the compliance with the iso standard (594-2) and interaction will optimize the design of the thread, taper and taper protrusion of the option-lok to minimize identified failure modes and resultant complaints. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. At an unspecified time, the option-lok male adapter of the extension set was connected to the female adapter of the needleless valve connector connected to the pt's central venous access device for the delivery of an unspecified medication, at an unspecified rate, via a plum pump. At an unspecified time, it was reported that the nurse attempted to disconnect the option-lok male from the needleless valve connector. At this time, it was reported that the distal tip of the option-lok male adapter of the extension tubing set broke off and a piece remained lodged inside the needless valve connector. The tubing set and needleless valve connector were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.